Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was scheduled to have a CT of the abdomen and the patient's representative wanted to know if they should turn the device off for the scan. The caller stated that the implanted neurostimulator battery had been in the patient's chest previously, but then they had to move it down to the patient's abdomen. They brought it up to provide information to patient services regarding compatibility and made no other mention of this beyond that comment. Patient services reviewed compatibility information with the caller and provided caller with phone number for the technicians/hcp doing the CT scan. Caller did not indicate the CT scan was related to the device/therapy. No patient symptoms were reported.